Event description:
It was reported that in situ testing showed 3 electrode channels with status hi on (B)(6) 2014, and the 11 electrode channels with status hi on (B)(6) , 2015. No fluctuation in situ measurements is seen with moving the head or massaging the implant. Re-implantation has been recommended to the clinic but has not yet been decided.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also the accident or trauma might have weakened the fixation of the electrode which led to device mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Additional information: the mother reported that the patient hits her head on the ground.

Manufacturer narrative:
(B)(4) . The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.